Event description:
It was reported that on (B)(6) 2026, during initial insertion of a central venous catheter (cvc), the spring wire guide (swg) was observed to be kinked. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." The affected device was removed and replaced with another device. No additional medical intervention was required.

Manufacturer narrative:
(B)(4).